Event description:
It was reported that the patient experienced discomfort at the site (back) of the anchor components of their implantable neurostimulator (ins) system. The physician then performed a surgical revision on the day of report where both anchor components were explanted. The patient was getting excellent stimulation coverage post-operatively. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: neu_unknown, product type: unknown. (B)(4).